Manufacturer narrative:
Philips service replaced the power supply/accessory and returned the system to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that c-arm movement was intermittently unavailable due to geo ipc communication timeout on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.